Event description:
It was reported that during a unknown procedure, the device fired four times and all four clips criss crossed. The device was part of a fdc10 kit with a kit lot #t4vm67. The case was completed with a similar device with no pt consequence.